Manufacturer narrative:
(B)(4). How long after the staples were placed was the gap found? Post-op check and to have the staples extracted at day 5. Then the gap is evident. The lower edge has gone down (away) and the upper flapped over the lower were there any issue with infection? No issues with infection has been reported adjacent to the issue with staples. What type of c-section? Vertical-horizontal vertical c-sections. How were the layers beneath the staple line closed? First the fascia is sutured and then the sub cutis if it is more than 2cm (almost always) and then the skin is stapled. How is the scar being addressed? They have used a silver nitrate pin for edge closure. Still there has not been a request for a revision on the scar.

Manufacturer narrative:
(B)(4). Based on the additional information received and review by the company medical director it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
Additional information provided indicates that there was no deficiency at the time when the stapling was done. The clinic has realized that they probably made the mistake themselves and removed the staples too soon.

Event description:
It was reported the surgeon saw a gap while stapling, during cesearan closure. During office follow up visit, the incisions have not grown as supposed. The midwive and surgeon described the staples do not get a good grip in the skin as supposed to. During follow up the site was noted to have lower edge gone "down" (away) and the upper flapped over the lower. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information unavailable.